Manufacturer narrative:
The single port permanent cautery hook (pch) instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken proximal clevis at the base of the clevis. The broken piece was returned, measuring roughly 0.8950¿ x 0.2170¿ in size. Clevis shows abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The probable root cause was attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument proximal clevis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the single site permanent cautery hook (pch) instrument was observed to have a broken tip. There were no report of detachment and no report of fragment(s) falling inside the patient. The procedure was completed but the patient outcome was not provided.